Event description:
Customer reported high blood glucose levels with no specific value, only indicated as "high." Cause was not known. Customer administered a correction bolus via pump and a correction injection, inspected the tubing, and stored insulin properly. Cts instructed caller to replace supplies and resume insulin.